Manufacturer narrative:
The reported event of high capture threshold/inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited a high capture threshold. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.